Event description:
It was reported that the customer was hospitalized for dka. There were no significant events noted leading up to the hospitalization. The cause of the event could not be determined by the md. It was verified that the programming and histories were accurate. Troubleshooting was done and the customer stated that there was no insulin exiting. It was indicated that the customer requested the pump to be replaced.